Manufacturer narrative:
Replaced carrier board to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during pre-use checkout, "system malfunction screen" is displayed. The mechanical ventilation was not available. There was no reported patient involvement,